Event description:
A customer contacted beckman coulter inc. (Bci) in regards to liquid leaked from the mixers on the reaction carousel cover. No injury or harm was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the homechoice (hc) during dwell 7 of 7. The technical service representative (tsr) explained the alarm to the home patient (hp) and asisted ot clear the alarm. The therapy had ended. The tsr advised the hp to start over with new supplies or do a manual exchange. The tsr advised the hp to notify the peritoneal dialysis (pd) nurse of the alarm. The tsr then explained to the hp when using a patient line extension, they must connect extension line prior to priming. Proper procedures per the user manual were reviewed with the hp. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that the hp did not speak to her nurse about this. The writer advised the hp to let the nurse. The hp reported no injuries.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.